Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on the optium blood glucose monitor. The values, when plotted on a clarke grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.